Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 1100 mg/dl. The customer was called for more information. The customer stated that she lost consciousness during the event, and she didn't have much information. No troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.